Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had a sample liquid level detection (lld) noise error. This is an indicator of possible poor sample quality. Multiple sample lld malfunctions during movement errors were also noted. A general reagent or analyzer problem was not detected because the qc before the event was within the specified ranges. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from one patient sample tested on the cobas e411 rack. The initial result was 17.69 ng/l. The repeat result was 1248 ng/l. The initial result was not reported outside the laboratory as it was deemed low and did not match the patient's history, prompting the rerun.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The field service engineer inspected the analyzer but could not determine what caused the event. He noted that the customer was using cups that were not recommended for use on the analyzer. He performed all the required checks and made minor adjustments to the sample/reagent probe and the buffer bottom position. He performed an unsuccessful mechanical check. He then replaced the measuring cells and verified the analyzer's performance with mechanical checks, calibration, qc, and precision checks. The investigation is ongoing.